Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that two pump modules infused slower than the programmed rate. Additionally, the customer stated that fluid was pulled from the primary line before the secondary infusion completed. There was no report of patient harm.the devices were evaluated by biomed; both devices passed prevenatitive maintenance testing and placed back into service. The customer declined an investigation by customer advocacy.